Manufacturer narrative:
Zimvie complaint (B)(4). E1: initial reporter¿s email address is not provided / unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that there was no support to hold the implant in the package. The implant fell down on the floor and broke. Procedure was completed with another device. Tooth #27.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie did not receive one (1) tsv6b10, (impl tapered scr-v mtx 6m m 5.7mm 10mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1269035. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269035 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect packaging. The customer submitted an image for the reported event. The image shows the package lid removed of package however, condition of the packaging when received by the customer was unknown. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was improper handling of product outside of zimvie controls. Therefore, based on the available information, a device malfunction could not be verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that there was no support to hold the implant in the package. The implant fell down on the floor and broke. Procedure was completed with another device. Tooth #27 customer responded that the cap was missing so when opening it, it fell to the ground. Also, the patient will need to return for an additional appointment.